Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. Impedance testing was performed with known good leads and extensions that were connected to the ins. The electrodes of the leads and the ins were placed in a 0.9% saline solution. When impedances were read with a physician programmer, ¿normal impedances were observed on every electrode pair.¿

Event description:
It was reported that impedance testing performed on the patient¿s implantable neurostimulator (ins) found impedances ¿more than 40000¿ ohms. It was stated that ¿impedance testing on the dbs (deep brain stimulation) leads and extensions was ok.¿ it was further stated there was ¿no issue on electrodes and extensions.¿ it was noted that explant and replacement of the ins occurred as a result of the event. It was reported the patient initially experienced ¿very good results¿ with their previous ins and that after that ins was replaced the day prior to report that the patient had very high impedances and ¿was without the effect.¿ it was stated that the morning of report a revision was attempted. During the revision, ¿the impedance on the leads and on the extensions was normal as before the replacement.¿ it was reported that at that time, it was decided to replace the new ins and that following the replacement ¿the impedance with the new ins was normal and the dbs therapy was going well.¿ it was noted the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.